Manufacturer narrative:
Follow-up # 1 ¿ (12/11/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 12/2/2013 and 12/5/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) alleging the patient was unable to test because his onetouch ultra meter was reverting to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred on (B)(6) 2013 at 11am. The reporter stated the patient uses a set dose of insulin to manage his diabetes. The reporter stated there were no changes to the patient¿s usual diet, activity level or medications on the day of the alleged issue. The reporter stated on an unknown date and time the patient felt ¿shaky.¿ the reporter stated the patient did not have any treatment in response to the alleged issue. At the time of troubleshooting, the alleged issue was resolved with a walk through retest. It was not the first time the meter had been used and there was no misuse of the subject meter. The alleged issue did occur when the battery was removed or replaced. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter stated he was unable to test due to the alleged issue and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.